Manufacturer narrative:
Analysis was performed by a philips field service engineer (fse), who diagnosed the monitor while onsite and found that the mms could not measure spo2. Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was the mms. The issue was resolved by replacing the mms. Section e: reporting institution phone #: (B)(6).

Event description:
Philips received a complaint on the intellivue multi measurement server (mms) indicating that there was a blood oxygen (spo2) failure and no error code found. The device was not in use on a patient at the time of the event, so there was no patient involvement.